Event description:
The facility's biomedical engineer reported an infusion pump that over-delivered during biomed testing. The pump was set at a rate of 120 ml/hr, vtbi 20 ml, and it actually delivered an unknown amount. It is unknown what tubing was being used. No patient involvement or injury is associated with this report.